Manufacturer narrative:
(B)(4).

Event description:
It was reported the pacemaker had unexpectedly received a trigger alert for reaching elective replacement indicator when the estimated longevity was actually normal. The alert may have been triggered as the pacemaker was close to elective replacement indicator and that alert was not cleared. The patient is pacemaker dependent. The device was explanted and replaced. No adverse consequences were reported from the procedure.